Manufacturer narrative:
Date is estimated. Unique device identifier (UDI#): in the absence of a reported part and lot numbers, the UDI cannot be calculated. (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty. The supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumbslide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Based on the limited information provided, it appears that the difficulty was the result of failing to retract the thumbslide to the start position and locking the system and deployment locks prior to removal as instructed in the supera IFU causing the tip to become entrapped within the deployed stent. However, without having the device to examine and with the limited information provided, a definitive cause for the difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during deployment of an unspecified supera self-expanding stent system (sess) difficulty releasing the stent was felt due to having pulled the system delivery with the lock open, fixing the stent driver in the mesh of the stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.